Manufacturer narrative:
H6 type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Hypotension: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The user facility reported that a patient with left main (lm) and diffuse left anterior descending (lad) artery disease presented for a successful primary percutaneous coronary intervention of lm and lad, however it was from the case onset utilizing low dose inotropic and pressor support for hypotension which continued intermittently throughout the procedure. Hemodynamics were improved as revascularization occurred and the impella was successfully weaned and explanted without complications or concerns.